Event description:
It was reported that the lens haptic was caught in the injector and tore off. The incision was enlarged to remove the lens and another lens of same model was implanted successfully. Please reference MDR# 1119279-2014-00005 for the intraocular lens.

Manufacturer narrative:
The lens delivery device was requested, but will not be returned for eval. Investigation of this event is progress. A supplemental report will be submitted upon completion of the investigation.